Event description:
It was reported that during a rectum procedure, one side was an incomplete staple line. The staple line was overstitched by the surgeon to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.